Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic pacemaker dependent patient presented in clinic after receiving a vibratory alert for backup vvi mode. A down load was performed successfully. Backup vvi status report was received. The device image was provided. Hv therapy was disabled. The device was explanted and replaced. The patient is fine.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory via review of the device image. The cause of the reset was multiple software resets within a short period of time. It was noted that the firmware was reloaded in the field. The device was tested on the bench and no anomalies were found.